Event description:
During f/u in 2000, diagnostics reported an extended charge time at capacitor maintenance. Several manual cap reforms were performed with an improved charge time. The cap reform was programmed to a 1-month interval and the pt was scheduled for eval in 2 months. During cap maintenance 23 days later, only a slight improvement in the charge time was observed. The physician decided to explant the device.